Event description:
The customer was hospitalized due to dka. Per the doctor, the hospitalization may have been caused by an infection. During the troubleshooting the pump gave an error message. Troubleshooting also revealed several no delivery alarms in the alarm history.